Event description:
On 9/15/2022 it was reported by a sales representative via sems the following: an ar-6482 remote is not responding when plugged in. This was discovered during an unspecified time with no case involvement.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure is wear and tear.